Manufacturer narrative:
A field service engineer has been on site and has started the investigation. A supplemental medwatch report will be provided when the investigation is finished. Refer to (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test, the pressure transducer test and the flow transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the pt has been investigated. The reported pre-use checks failures could not be reproduced during testing of the returned. Air gas module in a reference ventilator. No alarms were generated during ventilation testing. The reported pre-use checks failures are confirmed in received device logs. The logs also showed that alarms were generated during ventilation. The cause for the reported problem cannot be determined since the failures were not reproduced during testing.